Event description:
Per the audiologist, the pt reported pain when wearing or not wearing the cochlear device. The pt had not been consistently wearing the device since being implanted and did not use the device in 2007. Results of an integrity test done in 2008 showed the cochlear device was functioning normally. The pt decided to have the device explanted on the following month and does not plan to be reimplanted.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.